Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error and white screen. The customer stated that took a bath and insulin pump had stuck button alarm. The customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Keypad unresponsive/button error alarm not confirmed. Missing segments/partial display not confirmed. Moisture damage was found on the electronic assembly and force sensor during visual inspection. Device received with scratched case. Device received with pillowing and cracked keypad overlay at select button. Device received with keypad overlay texture damage. Device received with corroded battery tube.